Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 5 had failed due to misalignment and required adjustment. The field service engineer (fse) successfully adjusted the plexiglass door to resolve the sticking issue. After logging into the hta application, a final test was performed on all tower doors, and the test passed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was loose and would not lock when closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.